Manufacturer narrative:
(B)(4).

Event description:
Information received indicated, the pt experienced a shocking sensation. The pt had been back two or three times to have the device checked. The first time, the pt got a shock that lasted for ten seconds. The pt experienced nausea. The second time, the shock lasted 1-2 minutes. The pt had reported, the shocking sensation to the hcp. Reference MFR report #3004209178-2009-07243 for related events of shocking prior to implant of this device.